Event description:
Customer alleges fluid leaking from blue plastic (back flow valve). Customer stated a white crystal is noticeable right out of the back flow. Customer states had to restart chemo. Customer states no pt impact other than interrupting therapy.

Manufacturer narrative:
Product was not returned for investigation and a lot number was not provided. The complaint could not be confirmed.